Event description:
It was reported that the right ventricular (rv) lead alert triggered due to noise and an increase in short interval counts (sic) with a possible lead fracture. It was also reported that during the attempted rv lead extraction the helix could not be retracted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d354drg implantable cardioverter defibrillator (ICD),   implanted: (B)(6) 2013. (B)(4).